Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented, an episode of non-sustained rv oversensing due to myopotential oversensing was observed. Further testing and programming changes were recommended.